Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead and this right atrial (ra) lead were damaged during a generator change. The leads were repaired using a lead repair kit during the procedure. This ra lead remains in service. No additional adverse patient effects were reported.